Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample and one photograph was provided for evaluation. Upon visual inspection of the returned photograph, it was noted that the venous line connector to the dialyzer was detached from the tubing. Without a physical sample it was found to be difficult to determine if this was a solvent issue or tubing issue. Based on the data from the investigation, the reported defect was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: bloodline disconnected completely from dialyzer. Line popped off during therapy. No injury reported.